Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of washing not going through and a blockage were confirmed. The nozzle was clogged with a foreign material. In addition, lenses glue had a pin hole. Plastic distal end cover had a dent and scratch. The bending section cover glue was discolored. The bending section cover glue separated. The connecting tub was scratched. The universal cord had buckles. The air/water supply volume failed due to nozzle being clogged. Water contact/water removal failed due to nozzle being clogged. The play of angulation control knob was loose. The bending angle was reduced due to elongation of the angle wire. Device was reprocessed by using another company product. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, washing does not go through the evis exera gastrointestinal videoscope. The connected hoses came loose and showed pressure being too high. The channels were brushed thoroughly but there may have been a blockage in one of the channels. The event occurred while in the dishwasher during reprocessing. The dishwasher beeped different errors each time. The leak test passed. The intended procedure was a gastroscopy that was completed successfully. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause is unable to be determined and the foreign material could not be identified. Olympus will continue to monitor field performance for this device.